Event description:
According to the report, the pt underwent surgery to untether a spinal cord lesion. At the time of implantation, the surgeon had the graft cultured. The next day the pt developed a fever, and was placed on antibiotics. The lab results indicated that the sample taken in the operating room was contaminated with strep.viridans. The pt is reported as doing well.